Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 40-50 mg/dl. Suspected cause at times was due to customer miscalculating a bolus and delivered too much insulin. Cause of low bg during other events was not known. Carbohydrates were consumed to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.